Manufacturer narrative:
This report is submitted on october 03, 2023.

Event description:
Per the clinic, the recipient experienced wound dehiscence at the implant site. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochelar device during the same surgery. This report is submitted on november 24, 2023.